Event description:
Consumer states that his wife was using the heating pad on her back while seated in a chair, and the heating pad caught fire. No injuries or property damage were reported with this incident.

Manufacturer narrative:
Bunching / crushing is abuse of the product and a violation of the instructions and warning provided. Consumer was leaning against the pad in a chair which is also a violation of the instructions and warning provided. This incident is direct result of misuse / abuse of the product.